Manufacturer narrative:
Visual inspection of the returned device revealed that the guide wire spring was stretched approx 13 mm from the distal tip. Further microscopic examination revealed a fracture of the core wire 11mm from the distal tip. The distal and proximal fracture sites were submitted to the analytical laboratory for analysis. Distal fracture site and surface: "the fracture surface exhibited a fibrous appearing structure which is actually longitudinal grains. Crack propagation runs across the fracture surface and in a longitudinal direction along the wire. Figures show localized corrosion penetrating the wires surface and running in a longitudinal direction. Evidence of corrosion was not found within the fractured region". The proximal fracture site and surface: "the fracture surface exhibited a fibrous appearing structure or in fact longitudinal grains with crack propagation across the fracture surface. These conditions are found in bending directed moments. Figures show another localized corroded region of wire. Evidence of corrosion was not found within the fractured area. No other material anomalies were noted. The core wire fractured as a result of a bending overload. The wire corrosion occurred post fracture and was not the initiating factor". Based on the investigation conducted, it is likely that the guide wire became entangled during the clinical procedure, and the unit was subjected to a bending overload in an attempt to release the guide wire, causing the spring to stretch and the core wire to fracture. In order to avoid inadvertent damage to the spring segment of the guide wire during a clinical procedure, the directions for use (dfu) under "precautions" state that "if the guidewire spring appears to be unraveling during removal, stop the removal procedure. Carefully place a balloon catheter or exchange catheter over the guide wire, positioning the device as distal as possible, if you use a balloon catheter, briefly inflate the balloon as necessary to relieve any spasm. When the spasm stops, continue to gently remove the guide wire". The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specs. The root cause is considered operational context, due to the likelihood that anatomical/procedural factors encountered during the clinical procedure contributed to the event.

Event description:
Event became reportable based upon device analysis completed in 2008. It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire spring coil became stretched. The lesion was located in the mid left anterior descending (lad) coronary artery. The physician noted that the tip of the guide wire was deformed under fluoroscopy. Therefore, he removed the guide wire and visually "checked it". Upon visual inspection, he noted that the spring coil was stretched. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good." Returned device analysis revealed a core wire fracture.